Event description:
It was reported that the distal end of the stent (subject device) was not opened completely when implanted. The physician tried to open the subject stent with guidewire but was not successful. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date added. D4 expiration date added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual and functional testing as well as physical analysis cannot be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information received indicated that deployment was carried out as per dfu. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that the distal end of the stent (subject device) was not opened completely when implanted. The physician tried to open the subject stent with guidewire but was not successful. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.